Event description:
The patient reported his hair fell out on his legs, feet are black, had grand mal seizures during first pump implant, high blood pressure, medicine leaking into fecal sac, and feels like has alzheimers due to his altered mental state. He could not get out of bed, body hurt and he was very sick. This was his second pump; it gave him no relief and had it removed. The patient reported being shot during a burglary 37 years prior, he also has a rare cancer vascular necrosis. He reportedly has lost 100 pounds the past year.